Manufacturer narrative:
Upn search corrected from (B)(4)- coyote es mr 2mm x 40mm x 145cm - 39135-20401 to (B)(4)- coyote es mr 1.5mm x 20mm x 143cm - 39135-15201. Upn corrected (B)(4). Catalog/model # corrected from 39135-20401 to 39135-15201. Device lot number corrected from 0019323328 to 19402393. Device manufactured date corrected from 06-01-2016 to 06-23-2016. Describe event or problem corrected. Device evaluated by MFR: returned product consisted of the coyote es balloon catheter. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the distal edge of the markerband with a scratch to the left of the pinhole over the markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the complaint device was a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter and not 2mmx40mmx145cm coyote¿ es balloon catheter as previously reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery below the knee. A 2mmx40mmx145cm coyote¿ es balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 14 atmospheres for 30 seconds. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a coyote nc balloon catheter. No patient complications and injury were reported.